Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing difficulty charging his ipg. Two replacement charging systems did not resolve the issue. The pt is currently working with his physician and sjm rep to determine the next course of action. No further info is available at this time.